Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was also stated that the customer was vomiting prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well.